Manufacturer narrative:
No button response due to corroded keypad traces. No frozen screen or unexpected numbers ramping on their own noted. No unexpected power out or too long message noted. Unable to perform the operating currents due to button/keypad anomaly. Pump received with cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.